Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's programmer showed a power on reset (por) message when there was an attempt to turn stimulation off for a magnetic resonance imaging(MRI). There were no symptoms or further complications reported or anticipated.